Event description:
It was reported that during a stent placement procedure in the iliofemoral veins via ipsilateral approach, the stent allegedly failed to expand as it did not detach from the catheter. It was further reported that the tip of the delivery system allegedly detached and stuck to the guidewire. Reportedly, the stent finally detached from the catheter and finished expanding upon removal; the detached tip was removed with the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned. On the returned sample the stent brake which had been located under the stent during deployment, was found broken/ detached with heavy imprints. The detached distal part of the stent brake was returned separately. Brake and shifting of the stent brake indicate that the stent adhered to the stent brake upon deployment leading to expansion issue and subsequent shifting and break upon removal. The system tip was found in good condition; the user obviously thought that the detached stent brake was a part of the tip. The evaluation of the returned sample confirmed that the user experienced an expansion issue with the stent during deployment. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022); device pending return.

Event description:
It was reported that during a stent placement procedure in the left iliac common femoral vein via an ipsilateral approach, the stent allegedly failed to expand. It was further reported that the tip of the delivery system allegedly detached, and stuck to the guidewire. Reportedly, the detached tip was removed. There was no reported patient injury.